Event description:
Physician extended scalpel blade and used scalpel. The blade was then retracted to a locked position with the red retract button. The physician could not move the button to use the blade again. The same problem occurred with a second scalpel. On the next attempt, with a third scalpel, the two halves of the blue scalpel holder (the body of the device)split open at the seams. The contents, including the scalpel, fell out onto the floor.